Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 8 months post implant, the vad coordinator reported that the pt complained of feeling fatigue and "not feeling like himself." His lactate dehydrogenase (ldh) was noted as being 2278 (an increase from his levels in previous months). His pump power remained at baseline (5.2-6.60) and his renal status as well as hemoglobin were both stable. It was reported that there was no clinical presentation of hemolysis, jaundice skin, eyes, or dark urine. The pt was placed on serotine for a period of time with no reduction in his ldh levels. The specialist did not want to place the pt on plavix at the time due to his "bridge to transplant" status. His plasma free hemoglobin lab was sent out and found to be 6.4. The hospital plans to continue to monitor the pt.

Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the pt. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.